Event description:
It was reported that this lead was explanted due to inappropriate shock. However, it was noted that the therapy was not exhausted. Also the lead exhibited chronic high defibrillation thresholds, and high pacing thresholds along with low sensing amplitudes. Another lead was successfully placed and no additional adverse patient effects were reported.